Event description:
It was reported that the subject device was explanted at implant. Per the surgeon's response, "patient did have to be placed on bypass once again in order to explant the valve and for a new valve to be implanted. However, there was not an issue with the original valve, there was an issue with the suturing. The device is not available to be returned as it was discarded." Based on the follow-up with the surgeon, it was leaned that "due to an error whilst suturing, the sutures went through the valve. There was no fault with the valve but an error with suturing". No other details reported.

Manufacturer narrative:
Device not returned. Unfortunately, the subject device has been discarded by the health-care provider, therefore, the device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. In this case, per the health-care provider, "there was no fault with the valve but an error with suturing". There was no allegation of device malfunction or quality deficiency. No further actions are possible with the available information.